Event description:
Patient presented with slightly tortuous and ectatic left iliac artery. On (B)(6) 2010, patient implant of a 25-16-100bls and 25-25-95rl was successful. Before an attempt to balloon the stent grafts, the physician moved the c-arm upward to position but at the same time inadvertently moved the delivery system up. This action dislodged the extension, covering the renal arteries. A coda balloon was introduced and the physician was able to move the extension down; however the extension could not be fed into the bifurcated device causing the devices to meet end to end. It was also noted that the extension was still covering the renals and the physician converted the patient to open repair.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician inadvertently pushed the device forward, unintentionally covering the renals arteries.